Event description:
Upon entrance to emergency room, pt given IV infusion of nitroglycerine in response to complaint of chest pain and shortness of breath. Infusion pump set at 3ml/hr with a total volume of 250 ml (50 mg total in 5% dextrose injection). Pt received 118 ml in 28 minutes. Rn alerted to overinfusion by pt complaint of headache. IV discontinued and pt given tylenol #3. Pt admitted to coronary care unit.